Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to laboratory results using a cobas b 221 and an unknown method. At 3:18 p.m. The meter result was 128 mg/dl. At 3:26 p.m. The cobas b 221 (unknown serial number) result was 21 mg/dl. 'Several minutes later' they received a laboratory result of 19 mg/dl which correlated closely to patient¿s clinical condition. A risk management nurse noted that most feasible explanation is that the patient received IV dextrose in same hand that the measurement was later taken from. In addition, the hospital noted that their conclusion was that the finger of the patient was most likely dirty as the patient was hypoglycemic and most likely received some honey on his way to hospital (common practice).